Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that the 8mm black diamond micro forceps instrument had an issue. No further information was provided. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.